Event description:
The customer reported the system was displaying low kv/ma errors. There was pt involvement but no injuries.

Manufacturer narrative:
The ge svc rep ordered and replaced the snubber board. System operating as designed.